Manufacturer narrative:
The customer reported no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. Olympus is the maintenance company used by the customer. The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative contacted the olympus technical assistance center (tac) to report the customer asked if olympus cultures scopes as they were experiencing an abnormal fungi growth in "bronch cultures" at their facility. Upon further inquiry, it was reported, there was no death, injury or infection. The reporter was not sure the issue was related to the evis exera iii bronchovideoscope, they were investigating all possible areas. The microbiological analysis indicated gram positive bacteria (bacilli) and coagulase negative staphylococci 36°c were detected. All channels tested positive for more than 80 colony forming units (cfus) of enterobacter cloacae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Due to the device not being sent in for evaluation and the serial not being provided, a device evaluation and a device history record review could not be performed. Additionally, the device manufacturing date could not be determined. The investigation was unable to determine a cause of scope testing positive for microbial contamination. Additional information had been requested from the customer but the information could not be obtained. The instructions for use (IFU) warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.